Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 148388: 58 items manufactured and released on 09/08/2015. Expiration date: 06/30/2020. No anomalies found related to the problem. To date, 50 items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary the surgeon performed an arthroscopy and open synovectomy and decided to replace the 12mm tibial insert. The insert was replaced with a 13mm one at this time. The surgeon noted that the explanted insert was in good condition. As per verbal notification the reason of pain is unknown and there was no knee instability.